Event description:
A peritoneal dialysis (pd) patient contact reported fluid was discovered in the pump module area and on the external of the cassette during step 9 tx complete of treatment. The patient was connected during the incident. No air bubbles were found. The drain line was submerged but the patient repositioned the line. The patient received m31 air detected in cassette and notice: draining slowly warnings prior to the fluid leak. The patient contact was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the event and to let the cycler dry and to continue use of the cycler for the next treatment. The patient knew how to perform manuals. Upon follow up, the patient contact confirmed the reported event. The contact stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarms. Per contact fluid was found in the pump module area of the cycler and on the external of the cassette but the patient was unable to identify the exact location of the leak. The patient contact confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The cycler has not been returned for analysis.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.